Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) logged into windows as an administrator and reviewed all configuration settings, confirming that the static ip and internal lan adapter settings were correct. To further isolate the issue, a nearby station was tested; however, it also failed to connect and appeared offline in rss, indicating a broader network issue. The issue was escalated to the local it network department. Despite their initial findings, the it was advised that further investigation was necessary, as the issue affected multiple stations. The customer continued working internally with their it team to resolve the broader connectivity problems. The system functioned as intended after the field service engineer troubleshot the device.